Event description:
It was reported that pump displays "service needed." It was also reported there was no patient injury.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned to baxter and an evaluation was performed. Review of the history log reveals several occurrences of system error 322 which is most likely what the reported symptom is referring to. Physical inspection found that the upper latch switch bracket screws were loose allowing the upper latch switch to move in and out from the upper door latch. The loose nylon screws will trigger an intermittent open/closed switch connectin causing the system error 322. The upper auxiliary assembly was replaced.